Event description:
Pt had 2 screws and 1 nail implanted in right tibia/fibula post motorcycle accident in 2002. Nail broke 2 months later. Removed and replaced. Reviewed and found good placement initially. Bone growth beginning around nail, very difficult removal with add'l breaking of the nail.